Manufacturer narrative:
Initial.

Event description:
It was reported that the user lost signal from the dexcom g7 continuous glucose monitor (cgm) and, while attempting to restore connectivity, it was discovered the user entered an incorrect cgm pairing code before reentering the correct four-digit code, after which pairing was expected to complete. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.